Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). The following were noted duing visual inspection: pillowing keypad overlay, cracked battery tube threads, and cracked retainer ring. Unit passed the displacement test. The unit p-cap / test reservoir locks in place properly. S/w 4.11e.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.